Event description:
Boston scientific received information that impedance on this right ventricular (rv) lead was over 2000 ohms. This is within range for this lead. No adverse patient effects were reported. The lead remains in service.